Manufacturer narrative:
The pump was received with operating currents within specification and passed the selftest, unexpected restart, rewind and displacement tests. However, the pump alarmed compromised force sensor system error during the basic occlusion test due to a slightly loose drive support disk. No reset on its own noted. The pump was received with a cracked case at the display window corners, a cracked case at the reservoir tube window corners, a broken reservoir tube lip, a broken belt clip slot, cracked battery tube threads and minor scratches on the lcd window. The pump was received with corroded battery tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system. The patient's blood glucose at the time of incident was 155 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped prior to the alarm. The drive support cap was sticking out. The customer was not pressing on the drive support cap while connected to the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis.